Event description:
Device malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during device insertion, there was no pulsatile blood flow through the marker lumen. The device was removed and flushed, but there was still no blood flow through the marker lumen. A second proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.